Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The customer experienced "missing high and low alarms" with the freestyle librelink application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and ios operating system version 17.1.2 and app version 2.10.2.7677, and was not able to reproduce the complaint. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a [complaint country] customer. This is same/similar to us freestyle libre 2 ios/android application part number 71926-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use a iphone 12 phone with ios version 17.3.1 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, customer experienced a loss of consciousness, "loss of knowledge", and was unable to self-treat, requiring third-party treatment of "coca-cola" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.